Event description:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that touch screen works intermittently. The screen and screen protector were both cleaned. Problem persists even without screen protector. No patient involvement at the time of the event, therefore no patient or user health consequences or impact occurred.